Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon noticed that the post hole diameter on his pka cases were approximately 10mm diameter.

Manufacturer narrative:
Based on the results of investigation. Reported event: an event regarding large peg hole resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio (B)(4) found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding large peg hole resection. There were no other reported events for the listed catalog number. Conclusion: the session, logs, and crisis logs from the cases were reviewed. An analysis of robot reports, warnings & errors, rio registration, bone registration, probe check, array motion, number of end effectors used, resection view, velocity trap triggers, and sawbone reproduction of issue was completed. At this time, the data from the case does not show any system malfunction. However, through sawbone studies, there are certain conditions which may cause large peg holes such as misuse of the rio system by failure to properly secure the end effector to the end of the robotic arm. Larger diameter entrance holes can also be generated in a sawbone by inducing vibration or using a slow feed rate while burring the post.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The surgeon noticed that the post hole diameter on his pka cases were approximately 10mm diameter.